Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had infrequent intermittent twos (t-wave oversensing) post vs (ventricular sense) as evidence in nst (non-sustained tachycardia) vt (ventricular tachycardia) episodes. The nurse called the company technical representative to see what they could do to resolve those twos. Discussed changing the rv sensitivity to resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.